Event description:
It is reported that a customer experienced high blood glucose of over 600 mg/dl. The customer stated that they were use to having their blood glucose at 400 mg/dl. The customer did not seek medical attention. The customer was informed that there could be many reasons for high blood glucose. The customer was assisted with trouble shooting but the line was disconnected. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.